Event description:
Reportedly, the instrument was applied, however, it did not staple. The facility reports, as a result of this, the rectal stump remained open and posed a septic risk. Suturing was required which was difficult as the rectum had retracted. Procedure: colectomy.